Manufacturer narrative:
Age: this value is the median age of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the year of publication of the article as neither the event dates, nor the precise date of publication were provided in the literature article. It was not possible to ascertain specific device serial/lot numbers from the article or to match the event with any previously reported event. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Gorissen, k.j., bloemendaal, a.l., prapasrivorakul, s., gosselink, m.p., jones, o.m., cunningham, c., lindsey, I., hompes, r. Dynamic article: permanent sacral nerve stimulation under local anesthesia: feasibility, best practice, and patient satisfaction. Dis. Colon rectum. 2015;58(12):1182-1185. Doi: 10.1097/dcr.0000000000000489. Summary: the purpose of this study was to investigate the technical and clinical success rates, complications, and patient satisfaction of the implantation of permanent sacral nerve stimulation under local anesthesia. Conclusions was that permanent sacral nerve stimulation implantation under local anesthesia has high technical and clinical success rates. It is safe, well tolerated by patients, and has obvious logistical and financial benefits. Reported events: a male patient with sacral nerve stimulation (sns) for fecal incontinence experienced a complete lack of efficacy of the implant despite evident perineal sensations and reprogramming, so their device was explanted. The authors indicated that each patient received a "5098" lead, however it remains unclear what model this is referring to, as there exists no current lead model with a "5098" product ID. Further information has been requested; a supplemental report will be submitted if additional information is received.